Event description:
It was reported the patient experienced a return of her symptoms approximately 3-4 weeks after being implanted with the superion indirect decompression spacer. X-ray imaging taken in the field had revealed the spacer had migrated. The patient underwent an explant procedure to remove the device. The facility has retained the spacer; therefore, it will not be returned for analysis. No further information has been obtained despite good faith efforts.